Manufacturer narrative:
(B)(4): incision enlargement.remove and replace lens within same procedure.all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the trailing haptic bent during folding, causing an intraocular lens (iol) to be removed and replaced within the same procedure. The incision was required to be enlarged while removing the lens. It was stated that there was handling error. The iol was replaced with another lens of the same model and diopter. No sutures were used in the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluation: the device was received and forwarded to the manufacturing site for investigation. Visual inspection at 10x magnification revealed that the lens has surface residuals adhered to both side of the optic body which is compatible with handling of the lens outside of a sterile environment. Also noted is one haptic is distorted (bent). The complaint for ¿haptic damaged¿ was verified in the sample returned. The returned sample did not meet visual inspection specifications. However, the investigation results do not suggest that the reported complaint of haptic damage (bent) has been affected by the manufacturing process. The bent haptic may be attributable to use error. A review of the manufacturing records was conducted. Results revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.